Manufacturer narrative:
Stryker evaluated the customers device and was able to duplicate and verify the reported issue. The device requires a new charge-pak to resolve the reported issue which is currently unavailable. The customer has been provided with a loaner device.

Event description:
The customer contacted stryker to report that their device would not power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report that their device would not power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was returned to stryker for further evaluation investigation found multiple points of corrosion on various internal components. Root cause of the reported failure is determined to be contamination due to user/environment.